Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they noted all arrhythmia alarms were disabled for all patients on their philips information center classic (pic). No injury or medical intervention was reported.